Event description:
It was reported that door of the pump module has a gap approximately 3 to 5 millimeters from the locking mechanism. The door was in it's closed state but with this 'gap'. It was noted that the locking mechanism was pulled forward, with the compression spring of this assembly 'compressed' and not allowing the locking mechanism compression spring to decompress. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: (B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported that door of the pump module has a gap approximately 3 to 5 millimeters from the locking mechanism. The door was in it's closed state but with this 'gap'. It was noted that the locking mechanism was pulled forward, with the compression spring of this assembly 'compressed' and not allowing the locking mechanism compression spring to decompress. There was no patient involvement.

Event description:
It was reported that door of the pump module has a gap approximately 3 to 5 millimeters from the locking mechanism. The door was in it's closed state but with this 'gap'. It was noted that the locking mechanism was pulled forward, with the compression spring of this assembly 'compressed' and not allowing the locking mechanism compression spring to decompress. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: imdrf annex a and g codes.